Event description:
This 44 year old female first had silicone gel breast implants implanted in 1974. She has had subsequent replacements due to leakage and lumps from retained silicone. The MFR of the last implantation is unk to this reporting facility as the procedure was not performed here. Gross exam: the left implant is desrupted and exudes abundant stryngy, sticky, viscous gelatinous material.